Manufacturer narrative:
Covidien reference number: (B)(4).

Event description:
It was reported that the ventilator stopped ventilating the patient. The patient was transferred to another ventilator with no harm. It was reported that the ventilator was alarming at the time of the event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.